Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that she had been having high blood glucose. Device alarmed a no delivery alarm. Customer's blood glucose was 439 mg/dl. Customer had called in regarding the device issue multiple times. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.